Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy probe did not cut. The condition of aspiration is unknown. The cassette was replaced and the procedure was completed. Additional information has been requested; however, no further information has been received.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. No sample has been returned for evaluation for the report of the probe did not cut; therefore, the condition of the product could not be verified. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and deemed nonconforming. The needle is bent approximately forty degrees and foreign matter is on the outer diameter of the needle and stiffener. Actuation testing was performed and deemed nonconforming. No sight of cutter, however the needle moves. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately five minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Significant resistance felt when removing the inner cutter from the bent needle. The inner cutter is severely bent. Gouge marks at bend area and along the entire length of the inner cutter. The actuation test was repeated on the disassembled probe and the actuation test was then found to be conforming. The initial test was deemed nonconforming, and a retest showed the cutter was able to actuate to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then work properly. This test is then considered conforming. The complaint evaluation does confirm the probe had a cut issue. During the evaluation, the probe also had an actuation issue. The most likely cause for the poor actuation and cut is from the bent needle and bent inner cutter. A damaged inner cutter can impede the movement of the cutter shaft. This interference is present as observed from the gouge marks at the bend area and along the entire length of the inner cutter. When the interference was removed during the disassembly of the probe, the actuation test was conforming when retested. This bend needle condition appears to have occurred during the probe being used in surgery for approximately five minutes, but it is not known how the needle and cutter actually became bent. A bent needle and inner cutter will cause interference between the two components and result in an actuation failure. How and when the foreign matter got onto the needle and stiffener cannot be determined from this evaluation. No specific action with regard to this complaint was taken because the reason for the bent needle cannot be determined from this evaluation, but was not due to the manufacturing of the probe. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).